Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the motor device was displaying an e6 error code. It was reported the patient was in the room under anesthesia, and the device was not used on the patient. It was reported that there was no delay in the procedure due to the event as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that during pre-repair diagnostic assessment, the device had an e6 error displayed on the console, air pump came on right away, unknown liquid came out of hand piece and hand control failed. It was determined that during repair and disassembling of the device, it was discovered that the flex circuit showed signs of moisture and corrosion from improper cleaning. It was further determined that the damaged flex circuit was what caused the e6 error, air pump to come on immediately and hand control failure. The assignable root cause was due to improper cleaning, sterilization and/or maintenance, which is user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.